Event description:
It was reported that the patient experienced unspecified issues with an unknown sling. A surgical procedure was performed in which an artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to this event. Additional information is pertinent as it contributes to the overall understanding of the event. Additional information received. The aus was implanted due to the patient experienced recurring incontinence. There were no issues with the sling. The sling's manufacturer is unknown. Sling records are unavailable due to it was implanted at another hospital. There were no patient further adverse effects.